Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube was in use after patient completed an operation, where a suction was performed and the cuff pressure was checked every 4 hours. After 3 days of device use, a low-pressure alarm was observed and it was found that the position of the intubated tube was shallower than originally positioned. The device had undergone pre-check in accordance with its instruction for use. It was noted that medical treatment was required and no resulting patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection found no discrepancies. Functional testing involved an inflation test and found no discrepancies. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.